Event description:
It was reported that the patient's generator had prematurely depleted during the patient's replacement surgery due to the battery status intensive follow-up indicator (ifi-yes) being triggered. The manufacturer's battery life calculation for the patient's generator based on the available data was inconsistent with battery depletion. The manufacturer's device history records of the generator were reviewed. I was found that the generator was laser-routed device; the generator passed final functional and quality specifications prior to distribution. Review of the generator's internal data showed evidence of premature battery depletion. The patient's voltage indicated that there should be less <25% battery life remaining, which was inconsistent with % battery consumed indicating that there should be approximately 80% battery life remaining. There was no evidence that the generator was exposed to electrostatic discharge. Based on a previous internal investigation, it is known that some laser-routed devices may be susceptible to premature battery depletion. The observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in current leakage paths and premature depletion. The explanted generator was discarded. No further relevant information has been received to date.